Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that he thinks his insulin pump is over delivering insulin, causing him to go low. Customer's blood glucose is 35 mg/dl. He treated with food. Customer stated that yesterday he put thirty units of insulin in the device, and it delivered ten units. The bolus history shows there were two bolus deliveries, adding up to 8.4 units of insulin. Customer declined troubleshooting. He stated he does not feel comfortable with the device. This is the second device to have this issue. Nothing further reported.